Manufacturer narrative:
¿Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ device evaluation:a visual and a tactile inspection was performed on the device: a twist was detected at 76 mm from the proximal marker, dry blood was found on the catheter and dry radiopaque solution was found in the lumen. Aa0.018¿ guidewire cannot be advanced through the device due to the dry radiopaque solution in the channel. Negative pressure was applied to the balloon: the purging test passed, since air bubbles were not present in the water column of the manometric syringe. The balloon was inflated to 2 bars and wrinkles were detected. The balloon was inflated to 4 bars: some wrinkles were still visible. The device was inflated to 7 bars: wrinkles no longer visible. The balloon was finally inflated at 14 bars: no twist on the guidewire lumen underneath the balloon. The balloon was then deflated without issue. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the inpact pacific with a terumo sheath and a boston v18 2m guidewire as per IFU. No resistance was encountered advancing the device, no excessive force was used. It was reported during inflation of the balloon, a candy wrap effect was observed. No lesion calcification or vessel tortuosity was reported. The balloon was deflated taking longer than 3 minutes to deflate. All device components were removed from the patient. The procedure was completed successfully without further issues. No patient injury reported.